Manufacturer narrative:
(B)(4). Date sent: 2/3/2021. Batch # unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information was requested, and the following was obtained: can more details be provided about the actual surgical procedure being completed? No more details can be provided. What was the patient's disease state that led to this procedure? Not available. What was the approximate blood loss? The approximate blood loss is about 4000ml - 5000ml. Does the surgeon routinely wait 15 seconds prior to firing? Waiting period less than 15 seconds. Were any staple form issues noted on the mentioned 3 smaller vessels that had slight oozing? If so, describe shape. The staple line was formed with b shape. In the transected artery in upper lobe, were any staple formation issues noted? If so, describe shape. Staples of artery stump were formed with not b-shape. What is meant by "cardiopulmonary resuscitation surgery"? A resuscitation operation performed on a patient who has suffered cardiac arrest. Was a blood transfusion required? If so, how much? Blood transfusion about 3000ml -4000ml. Was there any evidence that the patient suffered a myocardial infarction? Not available. Why does the surgeon believe that the difficulties experienced with device caused event? After fired, staples of artery stump were formed with not b-shape and causing bleeding. Was an autopsy performed? If so, can the results be shared? Not available.

Event description:
It was reported that during the left upper lobe resection + angioplasty + local lymphadenectomy + cardiopulmonary resuscitation surgery, the first artery of the left upper lobe was treated with ec45a + ecr45m. Three smaller vessels were transected with ec45a + 3 ecr45m with slight oozing. Then transected the first artery in the upper lobe of the left lung, after fired, open the jaw and noted vessel was bleeding, the surgeon stopped oozing with compression hemostasis. Finally, the surgery was changed to open surgery. The patient's heart stopped during the process, and finally failed to be rescued and death. Patient's disease history: 6 years ago, had a right upper lobectomy, heart problems, coronary heart disease, diabetes. It is not possible to judge whether there is a problem with the quality of the device at present, nor has the hospital clearly communicated with us that it is a problem with the device, but the surgeon believes that the malformed staples leading to the serious consequences.